Event description:
The pump was filled, the critical alarm was turned on and the critical alarm volume was activated at 2ml. It was planned for the patient to follow up with the healthcare provider 2 weeks following the refill. It was later reported that the cause of the critical alarm being turned off was unknown. As of (B)(6) 2012, the patient continued to be without symptoms and "was ok so far." It was further reported that no surgical intervention or testing had been performed. The medication in the pump was baclofen (lioresal). Additional information has been requested, but was not available as of the date of this report

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).